Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose. The blood glucose reading was 439 mg/dl. He treated with a manual injection and brought it down to 400 mg/dl. Customer also reported that he received a no delivery alarm. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit. Customer was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly through the tubing with the plunger. He stated that insulin did not exit and that he experienced resistance with the plunger push. Nothing further was reported.